Event description:
It was reported that a pump alarmed for a system error 322. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). Baxter rec'd and evaluated the device. The evaluation was able to confirm the alarm through review of the device history log. However, the sys error could not be reproduced during testing. It was determined that the upper and lower aux were failing, and replaced. The upper and lower aux are known contributors to sys error 322.